Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 508 mg/dl. Reportedly, cartridge air bubbles were observed in the infusion set tubing. Reportedly, customer was not removing air bubbles prior to insulin delivery. Bg was treated with intravenous fluids and saline. Additionally, customer changed supplies and successfully resumed insulin delivery. Reportedly, customer left the ER 3-4 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.